Event description:
The customer reported that during reprocessing the machine would not wash the scope and showed the channel was clogged. There was no patient involvement. The scope was returned to the regional repair center (rrc) and foreign material was observed exiting the channel which is a reportable malfunction.

Manufacturer narrative:
The event date is (B)(6) 2021, when the foreign material was identified in the scope channel. The reporter¿s contact, occupation and health profession are unknown at this time. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Investigation images provided that showed the blockage protruding from the air/water nozzle. In addition, the biopsy channel was found scraped/scratched directly above distal end unit. The investigation concluded that the contamination did not originate from the olympus endoscope. The investigator reported that previous investigations indicated that this fault was typically a result of user handling.

Manufacturer narrative:
Report source: foreign country (B)(6). The device manufacture date was 09jul2020. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that black fibrous material used at the facility entered the air/water channel, clogging the nozzle. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the instructions for use. The following is included in the instructions for use (IFU) and may have prevented foreign material exiting the air/water channel: "operation manual_ preparation and inspection *inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. -inspection of the endoscopic system. * inspection of the air-feeding function. * inspection of the objective lens cleaning function." The following is included in the instructions for use (IFU) and may have prevented foreign material entering the air/water channel: "-reprocessing manual_ preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. -precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. -manually cleaning the endoscope and accessories_ clean the external surfaces *while immersing the endoscope completely in the detergent solution, thoroughly brush or wipe all external surfaces of the insertion section, using clean lint-free cloths, brushes, or sponges. *take the insertion section out of the detergent solution and confirm that no debris remains on all its external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end." Olympus will continue to monitor field performance for this device.